Event description:
Per report, after deploying a 26mm sapien valve via transapical approach there was moderate to severe aortic insufficiency [ai]. Based on aortogram/fluoroscopy, it appeared that the valve was positioned 90:10 aortic/ventricular. Because the valve ended up 90:10 aortic with moderate to severe ai within an annulus that was measuring with an area of 529mm, the team decided to place another sapien valve within the first valve to decrease the ai and better anchor the valve. The second sapien valve was place slightly more ventricular (lower) within the first valve. This resulted in zero to trace ai. The apex was then closed and the stable patient was then transferred to unit for post-op management. The first sapien valve moved aortic upon inflation. It is not clear if the valve moved aortic due to anatomy, if the inflation was too quick, or there was slight movements with the delivery system. Additional information: following valve deployment the coronaries were confirmed to be patent. The native valve/leaflet calcification was moderate; aortic root calcification was moderate; there was no ventricular septal hypertrophy. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 60 percent.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the exact cause for the valve movement during deployment cannot be confirmed. It appears patient and procedural factors [preserved ejection fraction, quick inflation and delivery system manipulation during valve deployment] may have contributed to malpositioning of the device. There is no evidence this event was a result of malfunction of the sapien valve or the ascendra 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.